Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found the therapy cable not inserted into the retaining end cap and therapy capacitor. Stryker inserted the therapy cable to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device could not charge. There was no patient involvement reported with the event.